Event description:
It was reported to ventec that a patient allegedly was "not getting as much air" during use. The respiratory therapist (rt) troubleshot the device, observing that it passed the circuit test and that there were no alarms. During troubleshooting the rt followed the patient circuit to the device, and upon removing the external bacterial filter she observed that the internal bacterial filter underneath it was "black" (soiled). The rt then replaced the internal bacterial filter and the patient was subsequently placed back on to the device for support. There was patient involvement associated with the reported event. The reporter advised that there was no harm to the patient, other than the report of "not getting as much air". No further details were provided.

Manufacturer narrative:
H6: the reporter, a respiratory therapist (rt), advised ventec that they replaced the device¿s internal bacterial filter because it appeared black (soiled). The removed internal bacterial filter was then disposed of and therefore not available for return to ventec. Following replacement of the internal bacterial filter the rt observed proper device operation. The patient was subsequently placed back on the device for support. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.